Manufacturer narrative:
Please reference 2183870-2008-00031 for the protege rx device used in this procedure.

Event description:
Patient was enrolled in the trial. Patient had previously undergone carotid stent placement of the left ica 4 months ago. Following study procedure, patient noted to have left hemiparesis not present pre-procedure. Review of final angio revealed blockage of an m3 branch off superior trunk of right mca. IV integrilin started-no improvement noted. Proceeded with trans catheter tx of thromboembolism-if noted to still be present. Ia integrilin infused to proximal side of occluded m3 branch. Region of occlusion was crossed, 2mg integrilin injected directly into m3 segment. Patients neuro exam deteriorated. CT demonstrated hemorrhage. Patient to or for crani to decompress. Post crani patient neuro exam did not improve. One week later, treatment withdrawn. Patient expired same day.